Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump touch screen frozen. The pump was reset, and the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 205 mg/dl.